Event description:
Caller reported that cartridges were not fitting properly on the pump and could not be fully snapped in. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller to inspect various areas of the pump, clean the pneumatic tap area, fill a new cartridge, and follow on-screen instructions, but the issues persisted. Consequently, technical support arranged for a replacement pump to be sent while the customer would use multiple daily injections as a backup therapy. Instructions for returning the problematic pump were provided and the caller understood and acknowledged these steps.